Event description:
A customer contacted beckman coulter (bec) to report that the synchron lx I 725 clinical system was having quality control (qc) issues on the chemistry cartridge (cc) side of the instrument. The customer indicated that while checking the system he found the reagent syringe was loose at the t-valve and had cracked. The customer also reported that there was a small amount of fluid on the barrel of the syringe. The leak was contained on the barrel of the syringe. The customer replaced the syringe, which then caused both reagent probes to leak. The customer was wearing personal protective equipment (ppe) consisting of gloves, laboratory coat, and eyewear during this event. Service request was generated. The customer noted that qc was performing poorly on multiple chemistries on the cc side of the instrument. No erroneous results were generated. No injuries were sustained by any lab personnel.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 and found that the reagent syringe the customer replaced was loose, which was the cause of the probes to leak. The fse corrected the issue and verified instrument performance. (B)(4).